Manufacturer narrative:
Device analysis report attached. This report is submitted on december 20, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site leading to extrusion of receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The patient did not experience an extrusion of the receiver/stimulator, as previously reported. Per the clinic, the patient was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on january 11, 2023.